Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a lap assisted vaginal hysterectomy (lavh) involving the vaginal cuff, the needle would not stay in endostitch device. Loading product was no issue. First instrument, needle fell out approx. 3/4 of way through cuff. A second device was opened along with additional needle to close remainder of cuff. Only 2 throws were needed and needle came out while making second throw. The device was used in the patient. There was no patient injury or hazard. The sales rep was present during the case.